Manufacturer narrative:
The reported event was confirmed cause unknown. No actions can be taken at this time since a root cause was not identified. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley and 11 additional sure step foley tray systems. Visual inspection of the sample 10 noted using in house syringe using 10 ml mbs upon inflation solution leaked out of pinhole measuring less than 0.113 at the trifurcation site. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: intended for use in the drainage and/or collection and/or measurement of urine. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as a nephrostomy tract. Sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile, these components are not terminally sterilized, warning: do not use if allergic to iodine, for urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Correction: d, e, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that balloon appears to be deflated, and the temperature sensing foley catheter was falling out, there was a pin sized hole in the tubing causing a slow leak. This was the third time it had happened here. This was installed in the patient in the operating room, so the foley came from the operating room.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that balloon appears to be deflated, and the temperature sensing foley catheter was falling out, there was a pin sized hole in the tubing causing a slow leak. This was the third time it had happened here. This was installed in the patient in the operating room, so the foley came from the operating room.